Event description:
Physician was attempting to place a stent into the pts lad. The catheter became difficult to move, so the physician immediately withdrew the catheter. When he withdrew the catheter, the stent was not attached.